Event description:
It was reported that the therapy caused the arrhythmia to speed up. It was also questioned why the device was not pacing in both chambers as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.